Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations along its length. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed the lantern was kinked in multiple locations. This damage may have occurred due to forceful manipulation of the lantern during preparation for use or insertion into a catheter. The damage observed on the lantern likely contributed to the resistance experienced by the physician when advancing the ruby coils. Evaluation of the returned ruby coil revealed it was kinked throughout its length. This damage was likely incidental and may have occurred during packaging the device for return. The ruby coil was unable to advance through a demonstration microcatheter. The second ruby coil mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During preparation for the procedure, the physician inadvertently kinked the lantern at the proximal hub while being flushed. However, the physician did not notice the lantern was kinked and attempted to advance two ruby coils. Subsequently, the physician experienced resistance and was unable to advance the coils through the lantern; therefore they were removed. Upon removing the ruby coils from the lantern, it was noted that the lantern was kinked. The procedure was completed using a new lantern and two new ruby coils. There was no report of an adverse effect to the patient.